Event description:
It was reported that the patient had a revision knee done in (B)(6) 2024. It was dislocated and needed to be revised for stability. The patient had an attune revision femur with sleeve and stem. The tibia was an attune revision rotating platform with sleeve and stem. The femoral component, femoral sleeve and stem were extracted and the patient was converted to an srom hinge femur with universal sleeve and universal stem, along with a bridging bearing. The attune revision tibial tray/sleeve/stem construct was not revised. Surgical delay was unknown. All available information has been disclosed for reporting. No further information was provided. Doi: unknown, dor: (B)(6) 2025, affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.